Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective in a preloaded device. The timing of the event and patient impact are unknown. Additional information has been requested and received stating either the iol was missed by the injector, usually moving above or below the iol. The other issue being cited with the stiffness of the injector. The customer is not sure which problem went with what device. This is one (1) of four (4) reports for this facility.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Additional observations were as follows: the device was returned in the blister tray. The lens stop and the plunger lock is present on the device. The lens is in the lens bay. Viscoelastic is dried in the device. The device does not seem to be used. The lens stop and the plunger stop is removed for testing purposes. No issues observed with the device - plunger moves as intended, the plunger captures the haptic as intended and places it onto the optic. Reported complaint not observed. The returned devices was returned unused. Viscoelastic was dried in the device, but no other use of the device observed. The lens stop and the plunger stop are present on the device, the lens is intact in the lens bay. The device is tested and is functioning as intended. No root cause identified. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).